Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula event leading to high blood glucose of over 500mg/dl. Therefore, the patient went to emergency room on (B)(6) 2024 for 8 hours. Moreover, the infusion set was used for two to three days. During hospitalization, the patient was treated with intravenous and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.